Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('loss of too much blood') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included appendectomy in 2014, polycystic ovarian syndrome, appendicitis, uterine fibroid, multigravida, parity 3 and depression. Previously administered products included for birth control: iud from (B)(6) 2014 to 2015. Concurrent conditions included obesity, intramural leiomyoma of uterus, stress urinary incontinence and urethral hypermobility. Concomitant products included levonorgestrel (mirena) in 2017 for genital bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) with fatigue, urinary incontinence ("bladder or urinary problems or changes / urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("cramps were horrible") and headache ("had ahorrible headaches"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("hair loss I started to loose hair my hair is super thin it was thick before") and was found to have weight increased ("weight gain / I gained a ton weight in my belly area the most"), 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, urinary incontinence, alopecia, weight increased, abdominal pain and headache outcome was unknown and the dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary incontinence, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Discrepancy noted in insertion date. Previously reported date- (B)(6) 2018, and in current follow up reported as- (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Pathology test - on an unknown date: final pathologic diagnosis- uterus , bilateral fallopian tubes and ovaries hysterectomy cervix and end cervix , biopsy- no diagnostic pathologic alteration endometrium ¿ inactive endometrium with changes compatible with exogenous hormonal therapy myometrium- no diagnostic pathologic alteration adnex ¿ bilateral ovaries and fallopian tubes with no diagnostic pathologic alteration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received: previously reported event bladder or urinary problems or changes was updated to bladder or urinary problems or changes / urinary incontinence. Medical history were added. Historical drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("loss of too much blood") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included obesity, polycystic ovarian syndrome, appendicitis, appendectomy in 2014, uterine fibroid, vaginal delivery and parity 3. Concurrent conditions included intramural leiomyoma of uterus, stress urinary incontinence and urethral hypermobility. Concomitant products included levonorgestrel (mirena) in 2017. In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss I started to loose hair my hair is super thin it was thick before") and was found to have weight increased ("weight gain / I gained a ton weight in my belly area the most"), 3 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) with fatigue, migraine ("migraines"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramp") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, alopecia, weight increased, abdominal pain and headache outcome was unknown and the dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Discrepancy noted in insertion date. Previously reported date- (B)(6) 2018, and in current follow up reported as- 18-sep-2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.8 kg/sqm. Pathology test - on an unknown date: final pathologic diagnosis- uterus , bilateral fallopian tubes and ovaries hysterectomy - cervix and end cervix , biopsy- no diagnostic pathologic alteration - - endometrium ¿ inactive endometrium with changes compatible with exogenous hormonal therapy - myometrium- no diagnostic pathologic alteration - adnex ¿ bilateral ovaries and fallopian tubes with no diagnostic pathologic alteration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet: events vaginal bleeding, menorrhagia, bladder and urinary problems, dysmenorrhea, fatigue, hair loss, abdominal pain & abdominal pain lower, weight gain, headache haemorrhage were added. Outcome for cramps updated. Historical & concomitant conditions drugs were updated. Product, patient &reporter information update. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.